Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 471 mg/dl at the time of the call. The customer stated that they changed the batteries several times but he pump did not deliver an error message. The customer was advised to go to the emergency room to be treated with syringes for their high blood glucose, because they did not have supplies to treat themselves. The customer was informed to call back to troubleshoot the issue once they feel better.